Event description:
Vns pt was hospitalized for blood clot in their leg and is currently taking coumadin. Further follow-up revealed that the pt was re-admitted after generator replacement surgery for end of service for complications from a deep vein clot most likely due to the recent surgery. It was reported that the pt had fully recovered from the clot and reported no further problems.